Manufacturer narrative:
Device evaluated by MFR: there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and indication of resistance in tracking the guidewire into of the catheter was noted. A plastic piece was found inside the monorail obstructing the pass of the guidewire.

Event description:
Reportable based on device analysis completed on 03april2020 it was reported that difficulty crossing occured. The 80% stenosed target lesion was located in the severely tortous and severely calcified rca mid-distal lesion. An opitocross imaging catheter was used to view the target lesion. During the procedure, the device was not able to cross because of severe calcification. The procedure was completed with a same device. No patient complications were reported however, returned device analysis revealed the piece of plastic found inside the monorail.